Event description:
The user facility in (B)(6) reported the port of the cutter did not close completely while cutting did not close completely while cutting. Aspiration continued. There was no injury to the pt reported.

Manufacturer narrative:
The device has not been received for eval at this time. A supplemental report will be filed should the device become available for investigation. The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 2.